Event description:
Boston scientific crm received information that ventricular lead impedance measurements were noted to be greater than 2500 ohms three weeks post implant of this pacing system. A revision procedure was performed in suspicion of an issue with the associated ventricular lead. Once the pacing pocket was re-opened, the physician pulled on the lead without unscrewing the setscrews and the lead terminal pin came right out of the device header. The device was explanted and replaced without further incident. This ventricular lead remains actively implanted and was successfully interfaced to the replacement device.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.